Event description:
It was reported that the pt had a history of mitral valve disease, ulcerative plaque in their distal aortic arch, and small femoral vessels. The 12 fr earc was tight upon insertion. An endoclamp was inserted easily. Valve surgery was performed. The endoclamp was removed. An aortic dissection was noted. The pt was weaned from bypass. Subsequently, neurologic deficits were noted.